Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is a pediatric.

Event description:
It was reported that after the dexmedetomidine infusion was correctly programmed into the pump using drug calculation settings, the device gave a critical error message with a red screen on the display panel during infusion, forcing the clinician to reboot the device. The error happened twice until the staff replaced the pc unit and used the same pump module. It was then mentioned that the pc unit was in pediatric mode and the nurse had to use the drug calculation settings to program this "rarely used" medication as it did not exist in the pediatric drug library. The same programming steps were followed on the replacement pc unit and no issues were found. There was no patient injury and the patient was successfully transferred to children's hospital in (B)(6) through emergency medical air transport. It was further noted that the patient was set to transfer to children¿s hospital in (B)(6) anyway and the pump issues did not affect the speed at which said patient was going to be transferred.

Manufacturer narrative:
Additional information provided: a.4 & d.11 the reported issue that an error message occurred with a red screen on the display panel during an infusion was replicated in this investigation. The instrument seal on pcu s/n 15282690 was found to be not intact when received by customer advocacy. Contamination and corrosion damage was observed on the pins of the right iui connector. The manufacture date of the right iui connector is july 2018. All inspected pcu parts were found to be bd parts. ¿ log review confirmed that channel disconnects occurred on (B)(6) 2020 at 9:53:28 am and 9:54:29 am ¿ testing performed replicated the channel disconnect alarms as observed in the log review. ¿ replacing the suspected faulty iui connector with a known good iui connector did not replicate the channel disconnect alarm during additional testing. ¿ the inspection process found contamination and corrosion damage on the right iui connector pins of the pcu which can cause intermittent loss of communication and/ or power between devices. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 01aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. The root cause of the reported incident that a critical error message occurred with a red screen on the display panel during an infusion was identified through log review to be a channel disconnect, which occurred as a result of a contaminated and corroded iui connector.

Event description:
It was reported that after the dexmedetomidine infusion was correctly programmed into the pump using drug calculation settings, the device gave a critical error message with a red screen on the display panel during infusion, forcing the clinician to reboot the device. The error happened twice until the staff replaced the pc unit and used the same pump module. It was then mentioned that the pc unit was in pediatric mode and the nurse had to use the drug calculation settings to program this "rarely used" medication as it did not exist in the pediatric drug library. The same programming steps were followed on the replacement pc unit and no issues were found. There was no patient injury and the patient was successfully transferred to (B)(6)in denver through emergency medical air transport. It was further noted that the patient was set to transfer to (B)(6) in denver anyway and the pump issues did not affect the speed at which said patient was going to be transferred.